Event description:
MRI tech reported that they had a patient with a stimulator that was not medtronic who had an MRI and they were burned from the inside because the leads were wrapped. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).